Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ blunt plastic cannula ¿the plastic blunt cannula was punching small pieces of the vial stopper into the fluid. MRI is having issues with the plastic blunt cannula punching small pieces of the stopper from the vial into the fluid.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two vials were returned for evaluation by bd's quality engineer. They have small gray particles from the vial stopper in the vials. Blunt plastic cannula are designed for use with split septum on ivs. A device history review was not completed as no batch number was provided. Investigation conclusion: user error caused or contributed to the error. The product is being used to access vials, and it isn't designed for that function.